Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Returned to the dexcom menu to restart the sensor despite device restart attempts, and the bluetooth low energy version displayed 0.00. Symptoms included no clinical signs, symptoms, or conditions, and capillary glucose was reported as 191 mg/dl and unaffected. Outcomes included no health consequences or impact. Investigation included review of the reported pairing behavior provided by the user and arrangement for device return. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.